Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Patient reported receiving an "unable to proceed" alert during a set change. Support agent instructed the patient to clear the alert and retry the loading process. The alert persisted. A dry run was performed, during which the patient was able to proceed to 120 units without issue. Agent then advised the patient to use a new cartridge and connector. Patient successfully resumed and completed the loading process without further alerts.